Event description:
A customer reported not being able to set the date and time on the display of their precision xtra meter. They reported to be a user of the precision link data mgmt system. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
There is a known malfunction with the precision link software that can lead to incorrect trending of results. This occurs when results, obtained on a meter with incorrect date and time, are uploaded to a computer with precision link software. Customers and retailers have been notified through the letter.